Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a aortic valve was disabled via valve in valve procedure after an implant duration of 2 years, 9 months due to unknown reasons. Tavr was completed with a 23mm 9755rsl transcatheter valve. The patient was stable and sent to recovery at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, and type of investigation).

Event description:
It was reported and learned through medical record that a 21mm 11500a aortic valve was disabled via valve in valve procedure after an implant duration of two (2) years, nine (9) months due to severe aortic stenosis and moderate-to-severe regurgitation. The patient presented with increasing dyspnea with hfpef. Tavr was completed with a 23mm 9755rsl transcatheter valve. The patient was stable and sent to recovery at the end of the procedure. Per medical record, tee showed mod-severe mr, severe ms, severe tr, and mod-severe ar. Patient underwent tavr with a 23mm 9755rsl transcatheter valve and concomitantly underwent tmvr. Post procedure tte showed trace ar and mr; however, patient continues to have severe tr and ts as well as moderate pr. Patient was stable and transferred back to the cardiac stepdown unit and skilled for home on pod# 4.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, end stage renal disease and hyperlipidemia. All pertinent information available to edwards lifesciences has been submitted.